Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented at in clinic follow-up with no atrial sensing or capture four weeks post-implant. The right atrial lead was noted to be pulled back into the superior vena cava. The lead was explanted and replaced. The patient¿s condition was stable.